Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B) (6) 2006 - patient underwent surgery. The operative report states that the operation performed was an umbilical hernia repair using a circle mesh. The progress notes from the surgery identify the bard composix kugel patch. Subsequently, patient noticed problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain. Patient was hospitalized and underwent an exploratory laparotomy with lysis of adhesion, umbilectomy, panniculectomy and removal of the mesh material and repair. She underwent several other surgical procedures following this due to complications from the mesh. Patient has suffered and will continue to suffer physical pain and suffering, as well as severe mental anguish.